Event description:
The iab was inserted into the pt in 2000. Two days later after iabp for approx 12 hours, the "leak in circuit" alarm sounded from the system 97 pump at 7:00 a.m. When the rn inspected the catheter, blood specks were visible in the catheter. The dr was notified and pumping continued. Multiple alarms sounded throughout the day. (There were 10 "leak in iabp circuit" alarms.) Several hours after the 1st alarm, the dr attempted to remove the catheter but it was entrapped. At 7:00 p.m., the pump was turned off and the dr attempted again to remove the catheter without success. The pt went on to expire with the iab in place. It was unknown if the death was attributed to the event. The pt was balloon dependent and an attempt to insert in the other leg was unsuccessful. Event complications: the pt went on to expire - reported 07/13/2000. Pt's current status: expired - reported 07/13/2000.